Event description:
It was reported by service report that the power cord had a rip in the outer sheathing and the motion pan had a broken corner.

Manufacturer narrative:
Result - motion interrupt pan.